Event description:
During a shoulder arthroscopic procedure using the concept suture passer needle with the suture passer, and after successfully passing the suture needle (number of times unknown), the needle got stuck and jammed inside the passer. The surgeon opened the passer and tried to pull back the needle using the white tab of the suture passer needle (used to insert/remove the needle from the passer) and this caused the white tab to break. This then caused an issue as the surgeon could not pull the suture passer out due to the needle being stuck in the shoulder labrum. Subsequently, the surgeon elected to perform an open procedure to safely remove both the needle and the suture passer. As reported, other than a 15 minutes delay, the procedure was otherwise completed with no further complications or patient injury. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred. Also, despite our attempts, the product lot # and patient demographic information were not provided.

Manufacturer narrative:
Follow-up information received from the user facility indicated that the customer changed their mind and thus neither the suture passer needle nor the concept suture passer will be returned for evaluation. Reportedly, the response from the user representative indicated that the needle was discarded and the suture passer remains in circulation at the user facility. Without the involved devices, an evaluation could not be performed to determine the root cause. The alleged problem of "needle jammed inside the passer" therefore could not be verified. In addition, neither the lot number from the involved needle nor the serial number of the suture passer was provided and as such a review of the DHR for the needle or passer could not be performed. A 2-year review of the device complaint history shows there has been only one similar report received. The suture passer and needle were released for sale in aug-2010 and the use of this product is technique dependent. Based on available information, it is believed that the most probable cause of this reported incident was user related. To reduce the risk of patient injury, the product's instructions for use (IFU) provides the user the following warnings: whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If the suture passer needle is not fully retracted, the suture passer will be difficult to remove from the tissue and the retriever mechanism will not have hold of the suture. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle damage/breakage and unintentional patient injury may result. Device was discarded at user facility.

Manufacturer narrative:
As reported, the concept suture passer and possibly the suture passer needle are expected to be returned to conmed for evaluation. However, to date, the instrument and its needle still have not been returned from the user facility. A follow-up and final report will be filed upon receipt of the involved products and completion of the evaluation.